Event description:
Customer reported the centrifuge rotor broke apart and escaped.

Manufacturer narrative:
Customer reported a rotor breakage during operation resulted in disengagement of the inner shield and lid and pieces escaped from the device. No injuries or damage to facility or other equipment was reported by the customer. Manufacturer's inspection of the device showed no abnormalities during the cycle run; mechanical and electrical components appeared to be functioning appropriately. No damage to the lid latch was noted. It was observed that he lid hinge was broken. The inner gray safety shield has some damage/scratch marks.